Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom could not be reproduced during testing. There system error 322 was confirmed through the history log. System error 322 will occur when the pump transitions form the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced as they were known to contribute to the system error 322.

Event description:
It was reported that on (B)(6) 2013 at 2330 hr, during an infusion a pump alarmed for system error 322. This caused the pump to stop, and the pump was changed, containing the fusion. There was no pt injury, but the symptom caused "unsafe conditions".